Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed both ts have been deployed out of the delivery needle but remain attached to the inserter by the suture. The needle is dramatically bent on two planes. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Per the device instruction for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, will not be returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a procedure t2 did not triggered. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.